Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank power loss alarm. Customer's blood glucose value was 446 mg/dl at the time of the incident. The pump is operating normally customer is to change infusion set and had taken a correction dose manually for her high blood glucose and declined further high blood glucose troubleshoot. The customer was assisted with troubleshooting. Customer will not return device for analysis.